Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer septal occluder was selected for implant. The delivery system was prepared together with the occluder and the corresponding purging was done. The occluder was screwed until the stop and returned 1/8 of a turn to facilitate the release. During the procedure, when trying to deploy remove the first disc from the system it was noticed that the disc presented in a cobra deformation. The device was removed and replaced with a 10mm amplatzer septal occluder, which was successfully implanted. There was no angulation or kink noted in the delivery system or interaction with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse consequences for the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer septal occluder was selected for implant. The delivery system was prepared together with the occluder and the corresponding purging was done. The occluder was screwed until the stop and returned 1/8 of a turn to facilitate the release. During the procedure, when trying to deploy remove the first disc from the system it was noticed that the disc presented in a cobra deformation. The device was removed and replaced with a 10mm amplatzer septal occluder, which was successfully implanted. There was no angulation or kink noted in the delivery system or interaction with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse consequences for the patient.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer septal occluder was selected for implant. The delivery system was prepared together with the occluder and the corresponding purging was done. The occluder was screwed until the stop and returned 1/8 of a turn to facilitate the release. During the procedure, when trying to deploy remove the first disc from the system it was noticed that the disc presented in a cobra deformation. The device was removed and replaced with a 10mm amplatzer septal occluder , which was successfully implanted. There was no angulation or kink noted in the delivery system or interaction with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse consequences for the patient.